Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) stated this device delivered small shocks. Boston scientific technical services (ts) was consulted and discussed no corresponding episodes have been stored in this device at that date and time. Ts referred the patient to the following physician for further evaluation. No adverse patient effects were reported. At this time, this device remains in service. Additional information was received that the patient reported receiving electric shocks from this device once again. Ts confirmed there have been no stored episodes with therapy since (B)(6) 2025. The presenting electrogram (egm) showed the device operating as programmed and most recent lead tests were within normal limits. No adverse patient effects were reported. This device remains in service. Further information was received that this device delivered inappropriate anti-tachycardia pacing (atp) and six electric shocks. Therapy was exhausted. Ts discussed that there was noise on the shock electrogram (egm) due to muscle movement. Reprogramming options were discussed. No additional adverse patient effects were reported. This device remains in service.